Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from six different patient samples using a vitros 5600 integrated system when compared to ipth results obtained from another site using a non-vitros siemens method. A definitive assignable cause for the higher than expected patient sample results could not be determined. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. It is more probable that the vitros results are the correct values for the samples as they were obtained from freshly drawn samples and the siemens results were obtained from the same samples up to 24 hours later after unknown sample handling, storage and transportation to the other test facility, although it was not possible to establish this with the information provided. Intact pth is labile and susceptible to fragmentation and correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage of the samples.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions centre (tsc) on behalf of a customer to report higher than expected vitros intact pth (ipth) patient sample results using a vitros 5600 integrated system when compared to ipth results obtained from another site using a non-vitros siemens method. Patient sample 1 result of 161.9 pg/ml vs. The expected result of 120.8 pg/ml. Patient sample 2 result of 92.9 pg/ml vs. The expected result of 62.1 pg/ml. Patient sample 3 result of 86.8 pg/ml vs. The expected result of 54.0 pg/ml. Patient sample 5 result of 125.5 pg/ml vs. The expected result of 85.0 pg/ml. Patient sample 7 result of 92.2 pg/ml vs. The expected result of 68.3 pg/ml. Patient sample 8 result of 115.2 pg/ml vs. The expected result of 74.9 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).